Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed. The found that the connected emitter cable to the emitter box could communicate with emitter box. The checked the cable connection and cable condition and they found that it was damaged. They cross tested it using a new emitter cable and the system worked well. They replaced the emitter cable and the issue resolved. A system checkout was performed and the system was working as intended. No parts have been received by the manufacturer for evaluation because it was discarded at the site. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that although the cables for the emitter box were correct. The navigation system could not communicate with components. No patient was present at the time of the event.